Event description:
A phone call was received from a (B)(6) service technician. He wanted to send us pictures of a pc-4000 that fell forward while it was being relocated it to a storage facility. No injuries reported. No pictures have been received. The tech was contacted again. No response.